Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: the result was 103.45 and upon repeat testing the results were approximately the same. A new sample was tested and generated a result 90.02 (reference range is 0-34.2 and unit was pg/ml). Linearity dilution testing and found no anomalies. The ortho clinical result was negative. The electrocardiogram and ultrasound of the heart were normal. The patient is a 15 year old male. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25-74 and there is a similar product distributed in the us, list number similar us ln 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 65129ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 65129ud01 was identified.

Event description:
The customer reported falsely elevated architect stat highly sensitive troponin-I and provided the following data: the result was 103.45 and upon repeat testing the results were approximately the same. A new sample was tested and generated a result 90.02 (reference range is 0-34.2 and unit was pg/ml). Linearity dilution testing and found no anomalies. The ortho clinical result was negative. The electrocardiogram and ultrasound of the heart were normal. The patient is a 15-year-old male. There was no reported impact to patient management.